Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) contacted customer service support reporting a blood leak as soon as blood goes through dialyzer. No alarm during prime. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: reported complaint not confirmed as complaint device not returned for manufacturer evaluation. Lot history review performed. Two other complaints reported against lot. Both complaints reported by the same clinic as the current event, and addresses different events of a blood leak (no samples). A production records review performed on the reported lot. As all three complaints against the lot involve blood leaks, an sap unique customer search was performed to identify the number of unique customers who received product from the reported lot. Lot was fully distributed to 162 unique customers. Six complaints noted as being received from one of the 162 different customers, and are each addressed in a complaint file. Nc/CAPA decision tree completed and trigger limit has not been exceeded for this lot at this time. Investigation of device history records (DHR) conducted by manufacturer. One approved temporary deviation notice (dn) reported on the lot which unrelated to the complaint event. No indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Complaint not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Vision systems) and lood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A biomedical technician (bmt) contacted customer service support reporting a blood leak as soon as blood goes through dialyzer. No alarm during prime. Additional information was requested but was not received to date.